Event description:
A malfunction code was displayed. The customer's blood glucose level was reported as 12.6 mmol/l. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset.